Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filled to include device analysis information.

Event description:
It was reported that this patient has received multiple inappropriate shocks due to oversensing of muscle nose with smaller r-wave amplitudes. The patient was brought in for evaluations and the noise was reproducible. The system was de-activated and subsequently explanted and replaced with a transvenous system. No additional adverse events were reported.